Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned drill was visually inspected under magnification. Additionally, the overall length was measured to confirm fracture point and approximate how much material was gone. It was noted the surface was not as smooth and did not show fatigue lines, which is indicative of a shear force break. The original specified length, per print, of the drill is 5.75 +/- 0.06 and the overall length after fracture was found to be approximately 5.221 inches. Reviewing the surgical technique, the 2.0 mm quick release drill (part number 80-2378) is used in conjunction with the 2.0 mm locking drill guide (part number 80-2371) by inserting the drill through the center and advancing the drill to desired depth. Misalignment during insertion into the drill guide or directly drilling into incorrect plate hole could result in breakage; however, based on the information received and due to unknown procedural conditions, the root cause could not be determined..

Event description:
It was reported during a procedure, the drill broke during drilling of the patient's distal tibia. The broken piece of the drill could not be retrieved and therefore remains in the patient's bone. No further adverse patient consequences were reported.